Manufacturer narrative:
Correction on initial report:

Event description:
The customer reported a general issue of sets leaking in different care areas including cicu and nicu, and stated the leaks may have occurred with tpn solutions at either the filter or a connection point. The facility¿s clabsi task force was notified of the issue by risk management, however there was no report of any infection or harm related to the event. Some sets leaked during patient use at either the filter or a connection to another set, and some sets contained cracks on the filter or luer. The sequestered sets were combined together and sent to the biomed team for inspection and testing. The clinician later provided some details regarding a specific leaking event at the filter air vent. The patient received tpn (amino acids plus dextrose) at 100 ml/hr. The vtbi, duration of infusion, and flushing procedure were not provided. No lipids were in the tpn filter line; they were in a separate tubing. After the event the physician ordered additional d10 fluids and close monitoring, however no adverse patient effects were reported.

Manufacturer narrative:
Although requested, product has not been received, and patient information was not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a general issue of sets leaking in different care areas including cicu and nicu, and stated the leaks may have occurred with tpn solutions at either the filter or a connection point. The facility¿s clabsi task force was notified of the issue by risk management, however there was no report of any infection or harm related to the event. Some sets leaked during patient use at either the filter or a connection to another set, and some sets contained cracks on the filter or luer. The sequestered sets were combined together and sent to the biomed team for inspection and testing. No specific event details were provided, and no patient harm was reported.